Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. A separation is noted in the inlet tube of the pump. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. A partial separation is noted on the shorter exhaust tube of the pump. Testing revealed this not to be a site of leakage. Tissue is noted in the pump. An aneurysm is noted in the bladder of cylinder #1. Testing revealed this not to be a site of leakage. No functional abnormalities are noted with cylinder #1 or cylinder #2. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces associated with these separations indicate that sufficient stress(s) was exerted on the shorter exhaust tube and inlet tube of the pump to separate these sites while in-vivo. Separations of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a tubing break occurred directly above reinforced tubing bilaterally.